Manufacturer narrative:
The company service representative examined the system for the issue during a preventative maintenance (pm) check. The company service representative was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the superior portion of the (flap) bed was losing suction about five seconds into a lasik flap procedure. Docking was noted to have looked good and all areas intersected within specifications. About seven seconds into the procedure, the laser stopped and suction was lost. Reporter informed that the doctor spoke to the patient about coming back in two week, for a prk treatment.